Event description:
It was reported that trial leads were used for a permanent implant. It was noted that there were no patient symptoms related to the event and the patient suffered no injury or adverse event. A week later, it was reported that the patient was implanted with the trial leads by accident. Three days later it was reported that the patient "would be taken out of the workforce for the rest of the year." It was unclear if this was related to the device. It was reported that the patient had complications and "it looked like he got hit by a truck." It was unclear what this referred to or if it related to the device. It was indicated that the patient planned to have to trial leads replaced.

Manufacturer narrative:
Concomitant medical products: product ID 387445, lot# va07ee8, implanted: (B)(6) 2013. Product type: screening device: product ID 387445, lot# va07ee8. Product type: screening device: product ID 37746, serial# (B)(4), implanted: (B)(6) 2013. Product type: programmer, patient: product ID 37754, serial# (B)(4), implanted: (B)(6) 2013. Product type: recharger: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension. (B)(4).

Event description:
Additional information received reported that the manufacturer representative and healthcare professional were not aware of changes made to product labeling. It was reported that trial leads used to have blue labels and now have white labels. It was noted that implantable leads also have white labels. The reporter stated that the wrong leads were pulled because the trial leads had been restocked to the implantable product cart. It was reported that the mistake was not caught until the case was over.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the leads and extensions were replaced on (B)(6) 2013. It was stated that the patient was seen postoperatively and reported good coverage. The patient was to have a follow-up appoint in the next week or two.